Event description:
It was reported that the patient presented with syncope during a generator change. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing. There were several episodes of noise reversion noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
New information received noted that the there was an insulation damage on the right ventricular lead.

Event description:
New information received noted that the patient experienced dizziness.